Event description:
Boston scientific crm received information that the right atrial (ra) lead associated with this device had a potential dislodgement. P-waves had decreased and intermittent capture was noted. This device was reprogrammed to vvi until the physician takes further action. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.